Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used in the colon during a colonic stent placement procedure performed on (B)(6) 2014. Reportedly, the patient had colon cancer with liver metastasis. According to the complainant, during the procedure, when the physician attempted to deploy the stent the handle broke and the stent failed to deploy. The stent and delivery system were removed from the patient and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed the stent was received partially deployed.

Manufacturer narrative:
(B)(4). A visual examination of the returned device found that the stent was received partially deployed by 60mm. During the product analysis the stent was unable to be manually deployed. The outer sheath was unable to advance and retract by hand. The dark blue outer sheath was severely kinked 180mm distal to the proximal end of sheath. The dark blue outer sheath had fully detached from the distal handle. The outer sheath was severely accordioned 10mm distal to the break site. The stainless steel shaft was broken 21mm proximal to the distal handle. The shaft was severely kinked adjacent to the break site. The shaft was dissected at the proximal end of the clear outer sheath. It was not possible to advance and retract the inner sheath. The proximal end of the inner was withdrawn from the outer sheath and no issues were noted with its profile. The blue section of the outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had partially peeled away from the inside of the outer sheath. There were no issues noted with the profile of the stent; however, several kinks were identified along the length of the distal inner. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.